Event description:
It was reported that, after a tka surgery performed around twelve (12) years ago, a surgeon indicated on (B)(6) 2022 that his patient was feeling his knee locked. A revision surgery was performed on (B)(6) 2022, were a journey 1 (unkn journey knee impl) was explanted and it was found to be fractured, so it was replaced. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the insert broke. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. A single undated, unlabeled photo if a fractured insert was provided, however, it does not aid in determining the root cause of the reported failure. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical be provided, this case would be re-assessed. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury or size selected. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.